Manufacturer narrative:
Product ID, 8731 lot# serial# unknown, product type catheter. (B)(4).

Event description:
Additional information was received. It was reported that the physician had planned a follow-up before the patient's next refill to verify that the volume expected is near the actual volume. It was also noted that the patient was 'fine' at the time of report.

Event description:
It was reported that the patient returned to the hospital for symptoms of withdrawal including spasticity from 48 hours. The physician checked the volume present in the pump reservoir. The programmer reported an expected residual volume of 3.5ml. The physician attempted to aspirate the drug but was unsuccessful as the reservoir had 0ml. The physician refilled the pump with the same concentration and dose of medication and programmed a single bolus of 50mcg. An rx image was taken and did not reveal any issue with the catheter which excluded kinking or disconnection of the catheter for the cause of the discrepancy. The annotation did not reveal any error message. It was noted that the last refill had been performed on (B)(6) 2012. No programming change had been made. The pump was 25 months from elective replacement indicator (eri). The patient was with injury at the time of the report. The device system was used to deliver lioresal (baclofen). Additional information has been requested but was not available at the time of this report.